Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The event date of the reported issue is estimated. The medtronic representative reported that the event occurred a few days prior to the aware date. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the cranial application software exited without prompt from the user. The reported issue occurred when attempting to load images onto the navigation system. Restarting restored functionality to the navigation system. There was no patient present when this issue was identified. No additional information was provided.